Manufacturer narrative:
The device is not available for return as it was discarded by the customer. Neither the device nor diagnostic imaging was returned for evaluation. The reported clinical observation was unable to be confirmed. There was no allegation that a product malfunction contributed to the event. Manufacturing records were not able to be reviewed as the lot number was not provided. Based on the information received, edwards cannot determine a definitive root cause to this clinical observation. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following contradictions, warnings and precautions: ¿this device is not intended for use other than as indicated and should not be used when any physical impairment would contraindicate its use. Proper surgical procedures and techniques are the responsibility of the medical profession. Described procedures are provided for informational purposes only. Each physician must determine the appropriate use of this device for each patient based on medical training, experience, the type of procedure employed, and the benefits and risks associated with device use.¿ a product deficiency was not identified. No further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that there was a tear of the vena cava while using a malleable single stage venous cannula. The patient was hospitalized and in stable condition. There was no allegation of product malfunction reported. The reporter declined to disclose additional information about the product, patient and event.

Manufacturer narrative:
(B)(4).